Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. The customer treated with a bolus. Customer indicated that their doctor has not been contacted and their blood glucose value was also 600 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The customer stopped troubleshooting as they indicated that they did not have the pump in rewind mode. Customer corrected the issue and no further assistance was necessary.